Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A bunched of inner insulation in several places was noted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that left ventricular (lv) lead dislodged post implant procedure and the terminal end of this lead looked bent. Furthermore, this lead exhibited loss of capture (loc) resulted asystole with unknown duration. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional testing was performed which revealed that the terminal pin was slightly bent which was likely induced in the field at explant procedure.